Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in a moderately tortuous and severely calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured at 12atm upon the first inflation. The device was removed from the patient's body. The procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.